Manufacturer narrative:
Physio-control performed additional investigation and determined that the therapy wire harness was not manufactured to specification and it was confirmed that the angle of the two ferrite beads on the therapy wire harness of this device did not meet the criteria for drawing for its drawing. When the angle of the two ferrite beads is too small, the therapy wire harness can move out of place and push on integrated circuit (ic) u1 and crush or break its legs. Therefore the root cause of the broken solder leg on ic u1 is that the therapy wire harness was out of specification.

Event description:
The customer contacted physio-control to report that their device had a service wrench present on its readiness display. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy was also reduced by approximately 20% from the selected energy level.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control determined that the cause of the reported issue was that a ferrite bead from the therapy harness was over an integrated circuit (ic), designator u1, on the analog pcb assembly. This crushed legs 8 and 9, which caused leg 16 to break its solder connection and a resistor, designator r212 to arc when charging energy. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had a service wrench present on its readiness display. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy was also reduced by approximately 20% from the selected energy level.